Event description:
As reported by implant patient registry, a patient underwent explant of their 23mm sapien 3 ultra valve in the aortic position approximately 1 year and 3 months post transcatheter aortic valve replacement (tavr) procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
Investigation is ongoing.